Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with non-tuberculous mycobacterium. There was no known patient involvement.

Manufacturer narrative:
The heater-cooler 3t was received at livanova (B)(4) on (B)(6) 2018 to undergo the deep disinfection procedure. The procedure was completed on (B)(6) 2018 successfully. The initial testing upon arrival of the unit confirmed the presence of mycobacterium chimaera. Corrective actions are in progress for this issue.